Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty charging the pump despite use of multiple adapters and cables. Subsequently, the pump shut off. The customer's blood glucose level was 102 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.